Event description:
A biomedical engineer reported that during cataract surgery, a pt sustained a corneal burn. No further details were provided in the initial report. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system, checked vacuum and flow, primed and tuned two of the customer's handpieces, and no problems were found. Preventive maintenance was performed. While testing the system, the company rep examined a system message (sm) and the system shut down in a safe state. The company rep resolved the sm by reseating the can (controller area network) cables. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).